Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the surgeon attempted to fire the tx60b instrument the 1st time and it would not fire (it did fire on a second try on test drape). Another instrument was used to complete the case. There was no consequence to the pt.